Manufacturer narrative:
The delphin battery module was not removed from the base and no mitigating action taken. The cause of the reported complaint was verified during laboratory analysis. One battery properly accepts charging and meets the minimum conductance specification. The second battery does not properly accept or hold a charge.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the delphin battery module would not power the delphin control module after removing it from a/c outlet. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.